Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. Corrections included replacing the system's power supply and radio transceiver board, and adjusting the front panel antenna. System was calibrated and safety tested to factory's specifications. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station with telemetry had lost communication, which may have affected telemetry monitoring. No patient injury was reported.